Event description:
It was reported that the device shows a battery failure and does not pass an operation test. The customer evaluated the device and received remote support from the customer care solution center, during which the remote service engineer determined that the battery was incorrectly installed. Upon conclusion of the evaluation, it was determined that this was a malfunction caused by the incorrectly installed battery, the battery was reinstalled, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.